Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint reporting a check vent: backup alarm failed error message occurred on the v60 ventilator. The device was not in clinical use; the issue was found during a periodic maintenance evaluation. There was no report of harm. The device did not meet specification for intended use. A philips authorized service provider (asp) evaluated the device and confirmed the issue. The asp determined part replacement was necessary to resolve the issue. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Testing of this cpu pcba with the accusation of a secondary alarm failure / ec 1104 has been analyzed. The results of the testing of this cpu resulted in a faulty ls1.